Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 1/28/98).

Event description:
The "leak in iab" alarm sounded from the pump. When the iab was removed, no leak was found. The iab was not returned to datascope for eval. The iab was discarded by the facility. [Event complications]: unk-reported 10/17/97. [Pt's current status]: unk-rpt'd 10/17/97.